Event description:
A lead extraction procedure commenced to remove 2 ra leads and rv lead due to cied system/pocket infection. Spectranetics lld ezs were inserted into the ra leads to provide traction. Beginning with a spectranetics 14f glidelight laser sheath with outer sheath on one of the ra leads, advancement stalled at the subclavian flexion point. Changed to a cook medical 11.sf byrd and was able to move forward a few centimeters then stalled. Changed to a spectranetics 16f glidelight and reached the mid svc. Irradiation was attempted several times but could not move forward. Changed to a cook medical 11f evolution with outer sheath, and was able to move past the subclavian, and the ra lead was removed. Changed a 14f glidelight and outer sheath on the second ra lead, but advancement stalled at the flexion point. Changed to a cook medical 11.sf byrd. The lead broke, and the distance between the positive and negative electrodes elongated. A glidelight 16f was used, but advancement stalled at svc upper and mid points. Changed to a cook medical 11f evolution and outer sheath, the ra lead was broken completely and removed part of the lead; however, a few centimeters of the lead were left. The patient's blood pressure dropped and began vasopressors. A small pericardia! Effusion was confirmed, and the blood pressure continued to decline. Rescue efforts began, including rescue balloon, bypass, and sternotomy. An svc and subclavian perforation were discovered and repaired. The rv lead remained in the patient. The physician stated the perforation at the junction of subclavian and svc was due to the cook medical 11f evolution. Per (B)(6) clinical assessment, the reported perforation, was related to the cook medical 11f evolution. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).